Event description:
Pt found unresponsive, pulseless, and pale, with exhalation valve line of ventilator disconnected and no alarm sounding at bedside or remote alarm at nursing station. Did not respond to resuscitative efforts.